Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. However, 400 sample devices, from the same family of devices, were taken from the current production, and visually inspected. The issue reported was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determine the root cause. Root cause is unknown. Corrective actions cannot be established. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "after end user intubated patient, inflated the cuff to appropriate pressure and realized the pilot balloon was completely deflated." "They were unable to feel or visualize internal cuff pressure via pilot balloon. Patient was stable and ultimately unharmed. "